Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 105 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. After the cap was securely tightened, the leakage completely stopped. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that an infusor leaked at the connection of the luer lock and the blue winged cap after filling. The device was filled with a solution of 5-fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.